Event description:
Describe event, problem, or product use error: cadd device did not recognize filter tubing and displayed error "the cassette was not attached." Trialed multiple cadd devices and error still occurred. Tubing was switched out with a different lot number (4339154) and the error did not fire.